Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 175 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in the reservoir and the size of air bubble was approximate 1/8 of the inch and half inch on the other one. Customer did not have a reservoir plunger available. The device will not be returned for analysis.